Manufacturer narrative:
Age/date of birth: information unknown / not provided. Gender: information unknown / not provided. Date of event: exact dates not provided, article received date is apr 16, 2021. Model number: the model number is unknown, as the serial number was not provided. It was indicated to be a intralase femtosecond laser. Serial number: unknown, information not provided. Catalogue number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Telephone number: information unknown / not provided. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Article: outcomes of implantable collamer lenses (icl), femtosecond-assisted laser in situ keratomileusis (lasik) and photorefractive keratectomy (prk) for correction of hyperopia. A study was done to evaluate the outcomes of implantable collamer lenses (icl), femtosecond-assisted laser in situ keratomileusis (lasik) and photorefractive keratectomy (prk) for treatment of hyperopia. A total of 99 eyes of 50 patients with hyperopia were included in the study and divided into three groups: patients implanted with icl (n=13), patients who underwent lasik (n=29), and patients who underwent prk (n=8). In patients who underwent lasik, a superior hinged flap of about 110¿120 um was created using an intralase femtosecond laser (abbott medical optics inc.). Three (3) eyes in the lasik group lost two snellen lines of best corrected visual acuity (bcva). Incidence of faint flap interface haze was seen in 8.8% of the lasik group. There are no indications in the article of any interventions provided.